Event description:
It was reported that vessel perforation occurred. The chronic occlusion target lesion was located in the right coronary artery. A 182 pt graphix¿ guide wire was used. However after using the wire, some stain was noted. The procedure was stopped and echocardiogram was performed. It was then found out that there was a vessel perforation. No further patient complications were reported and the patient's status was stable with no chest pain.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).